Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device logs indicated the user attempted to discharge in defib mode before the device completed charging. The device prompted the appropriate warnings of "defib not charged, press charge" prompts. The second attempt to discharge was while the device was in monitor mode. The device prompted the appropriate warning of "select defib mode" prompt. The third attempt the user pressed the sync button while the defib was detecting a shorted signal and attempted to discharge at an energy level other than (B)(4) joules. When any of the criteria for defibrillation is not met, the device by design will be unable to provide the necessary therapy until all of the conditions are corrected. Our investigation showed that at no point during the event was the device in a state to discharge. Based on our review of the data we have concluded that the device performed to specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device failed to discharge via external paddles. Clinicians indicated that a decision was made to discontinue resuscitation due to pre-existing illness. Complainant indicated that the patient subsequently expired.